Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the device was replaced due to a component failure. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Updated to the consumer being the report source. Was corrected to the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders.